Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level and no delivery. The customer's blood glucose level was 572 mg/dl. The customer took the reservoir and using the plunger to get her dose of insulin. The customer high blood glucose. The customer received a no delivery during her bolus, she tried to resolve by changing the entire set. However, the alarm persisted after entire set change. The customer was advised that the pump needs to be replaced and save pump settings. The customer was advised to revert to backup plan per health care professional¿s recommendation. The pump will be returned for analysis.